Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [1st time; (B)(6) 2021] <10cfu/0.1ml skin contaminates. [2nd time; (B)(6) 2021] <10cfu/0.1ml skin contaminates, <10cfu/0.1ml sphingomonas paucimobilis. [3rd time; (B)(6) 2021] <10cfu/0.1ml skin contaminates, <10cfu/0.1ml sphingomonas paucimobilis. [4th time; (B)(6) 2021] no growth. [5th time;(B)(6) 2021] no growth. The device had been reprocessed with a non-olympus automated endoscope reprocessor, ed-flow (getinge). Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of local service department. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of the microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide the detailed information such as the number and the type of microbes. Also it was not provided other detailed information on the reprocessing method. There was no report of infection associated with this report.